Event description:
It was reported, the patient¿s lead and extension were broken at the battery and lead site. Impedance testing, x-rays, and reprogramming were performed. The impedance measurements revealed high impedances, greater than 3600 ohms. The specific electrodes changed each time impedance testing was performed. The lead, extension, and implantable neurostimulator (ins) were replaced. The patient experienced less than 50% therapy relief. Additional information received reported the patient was getting great coverage and was very happy.

Manufacturer narrative:
Product ID 3998 lot# l96814, implanted: 2002 (B)(6); product type lead product ID 3708260 lot# serial# (B)(4), implanted: 2006 (b)64), explanted: 2013 (B)(6); product type extension product ID 3708260 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3210 lot# serial# (B)(4), implanted: 2002 (B)(6); product type transmitter product ID 37742 lot# serial# (B)(4); product type programmer, patient product ID 3708260 lot# serial# (B)(4), implanted: 2006 (B)(6); product type extension. (B)(4).